Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the following reportable malfunction was found: the air and water cylinder / tube, and the light guide lens had remaining foreign material from previous procedures. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process, the device evaluation found that the air and water cylinder / tube, and the light guide lens had remaining foreign material from previous procedures. Additional findings include the following: the grip had a scratch, the air / water cylinder had no color, the suction cylinder had no color, the electrical connector had corrosion due to water leakage, and the adhesive on the bending section cover had a crack. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.